Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 101 was a single occurrence and could not be reproduced during in-house testing. The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 101) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation determined that the device fault was due to a calibration issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).